Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that cutting wire was in good condition. However, the distal pierced hole was torn and the cutting wire anchor was displaced from its original position. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire was not broken; however, the distal pierced hole was torn. This condition is evidence that the cutting wire anchor slipped down the catheter causing it to tear. Based on the condition of the device, the failure found could have been caused by the factors encountered during the procedure, the technique used, the patient anatomy or the interaction with the scope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a common bile duct (cbd) stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the papilla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a common bile duct (cbd) stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the papilla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.